Manufacturer narrative:
Results: the cat8 was kinked starting approximately 107.5 through 112.5 cm from the hub. Conclusions: evaluation of the returned cat8 revealed that the distal shaft was kinked in multiple locations. If the cat8 is not advanced over a guidewire, the device may prolapse within patient anatomy. The reported prolapse likely caused the kinking observed on the returned device. If the peel-able sheath supplied by penumbra is not used to protect the distal tip catheter during insertion, the distal tip may become damaged. If the distal tip was damaged upon insertion, this would likely contribute to resistance and prolapse of the device also. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician attempted to advance the cat8 within the femoral vein without a guidewire and, consequently, the cat8 prolapsed and became kinked while advancing. The physician, therefore, removed the cat8 and completed the procedure using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.